Event description:
It was reported that the device would not power on ac or dc power. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio found that the device was connected to the ac power adapter and the connector wires were shorted. Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed power pcb assembly and found the u5 ic chip and cr20 diode components shorted. The most likely cause for the pcb damage and device malfunction was determined to be failure of the ac power adapter.